Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous lesion in the left anterior descending (lad) artery. A 3.5x33mm xience alpine drug eluting stent (des) was advanced to the lesion and deployment was initiated; however, the stent failed to deploy, and the stent remained well attached to the balloon, so the complete device, including the stent, was removed from the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure.another alpine des was implanted, successfully completing the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was not confirmed. The balloon was returned flat indicating the balloon was inflated and deflated. The stent implant had been deployed and was not returned. Additionally, multiple bends and kinks were identified on the delivery system. The balloon was able to be inflated without issue during device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case, a conclusive cause for the reported activation failure cannot be confirmed as the balloon inflated without issue and the stent was not returned for analysis. It is possible that the multiple bends and kinks identified on the delivery system may have contributed to the reported activation failure; however, as this could not be replicated during return analysis; this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported activation failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.